Manufacturer narrative:
The t:slim x2 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery jumped from 80% to 100%. In addition, the customer experienced a blood glucose in the mid 40s mg/dl. The customer stated the cause of the low bg was incorrectly counting carbohydrates consumed and the customer consuming less carbohydrates than bloused for. The customer consumed carbohydrates to address bg. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.